Manufacturer narrative:
Device is a combination product.  (B)(4).   Device evaluated by MFR: a synergy ous, mr, 4.0x12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage the first distal strut; lifted and pulled distally. The undamaged stent od (outer diameter) was measured which is within maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The stent moved distally on the balloon over the distal markerband. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found multiple kinks along the full catheter length. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 17-jan-2017. It was reported that crossing difficulties were encountered. The 92% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. Predilation was performed with a 1.5x15 balloon catheter. A 4.00 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion but failed to cross. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage and stent moved on balloon.